Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. The seal got caught up in the loader device. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp. The product was past the exp date of 08/31/2009 when the failure occurred.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the non folded seal remained inside the loader. The delivery device was not attached to the loader and the plunger has not been depressed. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B)(4).